Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device inappropriately powered off. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found that language software installed had become corrupted. The language software was re-installed to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.